Event description:
On (B)(4) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately low readings. The patient obtained the blood glucose reading of 60 mg/dl on the reported meter and an unknown reading on another meter. The tests were reportedly taken within 30 minutes of each other. At that time, the patient experienced no symptoms of high or low blood glucose levels. There was no patient injury associated with this issue. However, since lifescan cannot confirm that the meter was reading accurately, this complaint is being reported.